Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that stimulation increases when the pt is standing next to speakers. When she moves away from the speakers, the stimulation allegedly goes back to normal. No additional information is available at this time.